Event description:
The patient reported skin irritation on (B)(6) 2026 while using the mcot device with universal patch configuration and electrode lot number u603979, which is associated with the device. The patient experienced itching and open sores on the skin. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid. The patient took a break or discontinued service due to the skin irritation. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity/allergy described as "itchy, sores.

Manufacturer narrative:
The patient reported skin irritation on (B)(6) 2026 while using the mcot device with universal patch configuration and electrode lot number u603979, which is associated with the device. The patient experienced itching and open sores on the skin. The patient sought medical treatment for the skin irritation and was prescribed a topical steroid. The patient took a break or discontinued service due to the skin irritation. The patient confirmed following the recommended skin preparation steps. The patient has a history of skin sensitivity/allergy described as "itchy, sores. Engineering evaluation was unable to be performed as the universal electrode patch was not returned. The universal patch is single use and disposed after use; therefore, it is not likely to be returned. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. The following factor was identified and/or attributed to electrode skin irritation and associated symptoms. The patient has a history of skin sensitivity/allergy described as "itchy, sores. The product labeling advised patient of alternative options and other steps to take if skin irritation develops, including healthcare professional contact as needed.